Event description:
A discordant, falsely elevated carcinoembryonic antigen (cea) result was obtained on one patient sample on an immulite 2000 xpi instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument, and resulted lower. The correct result was reported to the physician(s). There were no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated cea result.

Manufacturer narrative:
The cause of the discordant, falsely elevated (cea) result is unknown. Siemens is investigating this issue.